Event description:
Patient had revision pssif l-3-pelvis and crest bone graft on (B)(6) 2017. Drain placed and during the removal of the deep surgical drain, the drain tip broke off and was retained in the tissue. Patient required return to operating room for wound exploration and retrieval of retained catheter.